Manufacturer narrative:
Image review: the images capture the lesion site in the proximal lad as reported by the account. The images capture the pre-dilation of the vessel proximal to the lesion site. Resistance is noted during advancement of the guidewire and during delivery of the device, it was retracted and advanced again with resistance noted. There was difficulty delivering the stent through the proximal vessel and when withdrawing the stent back towards and into the guide catheter (gc) the stent appears to have interacted with the distal end of the gc and this appears to have resulted in the dislodgment of the stent. The images also capture what appears to be the dislodged endeavor resolute stent crushed by an unknown stent within the proximal vessel as reported.

Manufacturer narrative:
Evaluation summary: the stent was not returned with the device. The distal tip was damaged. The balloon folds were not opened. Crimp impressions were visible along the working length of the balloon. No other device damage noted. (B)(4).

Event description:
During pci surgery, it was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent to treat a lesion in the proximal lad with severe calcification, severe tortuosity and 90% stenosis. The device was inspected with no issues noted. Stent was inspected post removal of the protective sheath, no issues reported. Lesion was pre-dilated twice, <(><<)>30% stenosis left after pre-dilation. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted when advancing to the lesion and excessive force was used. Inflation device remained on neutral pressure during delivery of the device. It was reported that the stent dislodged from the balloon, during withdrawal of the device in the vessel/guide catheter. Resistance noted when retracting the device, excessive force used. The stent did not reach target lesion when it dislodged. The dislodged stent was not deployed. The dislodged stent was not removed; the doctor used another stent to jail the dislodged stent to the vascular wall. Operation time was extended. The physician believes that the dislodged stent is secured. Physician commented the event was related to patient's lesion stenosis and vessel tortuosity. Patient is well please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.